Event description:
During a procedure temporary clips did not close properly. Neuro coordinator checked clip applier to verify they were loaded properly and felt that they were. It was noted a sugita applier was being used with aesculap clips. Case prolonged 45 minutes. Reference MDR#2916714-2006-00009, 2916714-2006-00022